Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that this was an arcr (arthroscopic rotator cuff repair) on (B)(6) 2020. When the surgeon was applying ablation in the glenoid, the electrode¿s tip cracked. The back cap was detached from the tip electrode, saline residues were observed in the suction tube, no sings of activation can be observed. Device will be sent to supplier for further evaluation. Supplier evaluation result for vapr tripolar 90 suction elect: the device has not been returned in its original packaging, the device active tip is in a used condition, the cut return cap has become detached from the ceramic, the cut return cap has not been returned for evaluation, no visible signs that shaft had experienced excess loads, the tip face is not aligned with the control valve. Summary: the device has been returned with the cut return cap detached from the ceramic. The cut return cap was not returned. There is no damage or clear evidence of the device being subjected to excess forces. The tip face was not aligned with the control valve. There was a degree of epotek remaining around the cut return wire but nothing on the ceramic. Further analysis will be necessary to aid root cause investigation. From our investigation we have been unable to determine the potential cause of the reported failure as the return cap was not returned for investigation. There was little evidence of glue on the ceramic which could indicate the missed operation however without being able to inspect the return cap for the presence of glue we cannot determine that an insufficient amount of glue was used and based on the evidence available we are unable to attribute another cause of the defect. As part of the manufacturing process controls this product is 100% inspected for adhesive to be applied to the return cap. A DHR review has been performed; no issues (ncr¿s or deviations) with the manufacturing process have been identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arcr (arthroscopic rotator cuff repair) procedure on (B)(6) 2020, it was observed that the tip on the electrode device was cracked when the surgeon was applying ablation in the glenoid. During in-house engineering evaluation, it was determined that the back cap was detached from the tip electrode on the device. There was no fragment left in the patient¿s body. There was no surgical delay. The device was brand new and the first use when the issue occurred. There were no adverse patient consequences reported. No additional information was provided.